Event description:
I was implanted with essure. Ever since, I have had pain near my right ovary, abnormal swelling from ovulation until cycle day one. My teeth have rotted (I have six top teeth left). I have heart issue, and this year have had several episodes of tachycardia greater than 250 bmp. My periods are irregular since my implantation. My sex drive has decreased. My panic attacks and depression have increased. I was not given a nickel allergy test prior to my surgery. My pms is now off the charts. I have gained 40 lbs since my implantation.